Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
On 11:30 a.m., the customer obtained a blood glucose reading of 83 mg/dl on a contour next link meter. Within a minute, the customer performed retesting on two other contour next link meters and the readings were 276 mg/dl and 187 mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer has been advised to return the test strips for evaluation. New test strips, meter and control solution were sent to the customer.